Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for pre-dilatation. However, during the first inflation at 3 atmospheres for 2 seconds, reverse flow in the indeflator was noted and the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.